Event description:
It was reported by the clinician that there was leakage at the valve during use. Info received stated the sheath was used with a 7.5fr catheter.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.